Event description:
Technician alleged the hi/low brake was drifting. Bed was found in repair area during pm process. No alleged patient impact.

Manufacturer narrative:
Technician replaced the hi/lo brake to resolve the issue.